Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter was set to the incorrect unit of measure, mmol/l. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach her by telephone. The smss sent the patient a letter requesting she contact medical surveillance. On (B)(6) 2010 at 8:30 am, the patient obtained a blood glucose reading of "12.2 mmol/l" (220 mg/dl) on the reported meter, and noted the result was in the incorrect unit of measure. Based on this reading, the patient took the action of consuming less food. Later that day, the patient experienced the symptoms of blurred vision, sweating and shaking. She did not seek any medical attention or treatment. It would have been helpful to determine how long the meter was in the incorrect unit of measure, how the patient interpreted the reading of 12.2 mmol/l, the time of the onset of symptoms, the patient's expected blood glucose values and her diabetes regimen. During the troubleshooting telephone call, the customer care advocate determined the patient was aware the meter was in the incorrect unit of measure and had recently changed that setting. Based on the meter manufacture date, this meter's unit of measure setting is user-changeable. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she obtained an elevated meter reading in the mmol/l unit of measure on the reported meter and decreased her food intake based on that reading. Therefore this complaint is classified as an adverse event.